Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that there was a generator error and no images on the monitor. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.